Event description:
The nursing aid found blood on the compress. A nurse aspirated the catheter and was able to get air. The catheter was then withdrawn and a hole was noted at the 15cm mark. Catheter was inserted on 20 may, 1997 and leakage was observed on 25 may, 1997. Prior to insertion, the catheter was flushed with naci and aspirated to check for flow. No problems were noted. The patient did not suffer from any adverse effects.